Event description:
It was reported that during an electrophysiology (ep) ablation procedure, a stroke occurred. The physician stated that while using a chilli ii ablation catheter in the past couple of years, a patient experienced a stroke during the procedure. The physician was unable to provide any further information about the procedure. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).